Manufacturer narrative:
The account found the CPR dampener was frozen which prevented the head section from lowering. The account replaced the dampener to repair the bed.

Event description:
The account alleged that the head section will not go down when CPR is pulled.